Event description:
A report was received via the (B)(4) study that the patient experienced elevated cardiac enzymes twelve hours after the index procedure. Six months after the index procedure, the patient reported stable angina. One year after the index procedure, the patient was diagnosed with prostate cancer. The indication for the procedure was unstable angina. The target lesion was located in the mid left anterior descending (lad) coronary artery. The lesion was described as de novo, type b1, 70% stenosed, non-thrombosed, 30mm in length, with no calcification. The reference vessel was 3.5mm in length and non-tortuous. No pre-dilation was done and a 3.0x28mm cypher rx stent was implanted at 18atms. Post-dilation was done and a second 3.0x18mm cypher rx was implanted abutting the initial stent at 20atms. Residual stenosis was 0%. Pre and post-procedure timi flow was 3. Twelve hours after the procedure, the ck-mb was 10.4 (uln 3.8). Twenty-one hours and twenty-four hours after the index procedure the ck-mb was 13.5 and 12.4 respectively. Six months after the index procedure, the patient reported stable angina. It was unknown if treatment was provided. One year after the index procedure, the patient was diagnosed with prostate cancer. No treatment was given. According to the investigator, the event was not related to cordis product.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00324 and 3003742446-2011-00325. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077172 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
A report was received via the (B)(4) study that the patient suffered a peri-procedural mi. Six months after the index procedure, the patient reported stable angina. This is a (B)(6) male with medical history significant for angina, a previous percutaneous coronary intervention, peripheral artery disease, hyperlipidemia, hypertension, cerebral vascular accident/stroke, transient ischemic attack, myocardial infarction, chronic obstructive pulmonary disease, smoking and prostate cancer. The indication for the procedure was unstable angina. The target lesion was located in the mid left anterior descending (lad) coronary artery. The lesion was described as de novo and 70% stenosed. The reference vessel was 3.5mm in length and non-tortuous. The lesion was direct stented with a 3.0x28mm cypher rx stent at 18atms. That was followed by the implant of a 3.0x18mm cypher rx stent at 20atms abutting the initial stent. The stents were post-dilated and the reported residual stenosis was 0%. Twelve hours after the procedure, the ck-mb was 10.4 (uln 3.8). Twenty-one hours and twenty-four hours after the index procedure the ck-mb was recorded as 13.5 and 12.4 respectively. This enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. The patient was discharged on dual anti-platelet therapy. Six months after the index procedure, the patient reported stable angina. It was unknown if treatment was provided. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077172 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00324 and 3003742446-2011-00325.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00324 and 3003742446-2011-00325. A report was received via (B)(4) study that the patient experienced elevated cardiac enzymes twelve hours after the index procedure. Six months after the index procedure, the patient reported stable angina. The patient's medical history is significant for angina, a previous percutaneous coronary intervention, peripheral artery disease, hyperlipidemia, hypertension, cerebral vascular accident/stroke, transient ischemic attack, myocardial infarction, chronic obstructive pulmonary disease, smoking and prostate cancer. The indication for the procedure was unstable angina. The target lesion was located in the mid left anterior descending (lad) coronary artery. The lesion was described as de novo and 70% stenosed. The reference vessel was 3.5mm in length and non-tortuous. The lesion was direct stented with a 3.0x28mm cypher rx stent at 18atms. That was followed by the implant of a 3.0x18mm cypher rx stent at 20atms abutting the initial stent. The stents were post-dilated and the reported residual stenosis was 0%. Twelve hours after the procedure, the ck-mb was 10.4 (uln 3.8). Twenty-one hours and twenty-four hours after the index procedure the ck-mb was recorded as 13.5 and 12.4 respectively. Six months after the index procedure, the patient reported stable angina. It was unknown if treatment was provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Elevated cardiac enzymes are a common result of implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Manufacturer narrative:
The product is not available for evaluation this is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00324 and 3003742446-2011-00325. Additional information will be submitted within 30 days from receipt.

Event description:
Additional information was received from the clinical events committee (cec) of the (B)(6) study indicating that the patient had a peri-procedural pci, classified as an mi. This event was previously reported as a cardiac enzyme elevation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The elevated ck-mb was not clinically significant. The patient did not have a myocardial infarction. It was unknown if the cypher rx stents were patent at the time of the angina. It was unknown if the angina was cardiac related. No treatment was given for the angina. The current status of the patient was alive. The patient had an increase in prostate-specific antigen in (B)(6) 2011 and was put on bactrim and cipro for possible prostatitis. Biopsies were positive for cancer.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00324 and 3003742446-2011-00325.